Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 435 mg/dl at the time of the event. The customer was hospitalized. It was also reported that the customer received an insulin flow blocked alarm. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smart guard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 27-dec-2023 in the pump history file. (B)(6) 2023 12:29:22.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 6.875. Bolusamountdelivered = 2.8. (B)(6) 2023 12:30:32.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 4.2 bolusamountdelivered = 0.15. (B)(6) 2023 12:43:38.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.8. Bolusamountdelivered = 4.8 (B)(6) 2023 14:53:08.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.1. Bolusamountdelivered = 1.7. (B)(6) 2023 15:03:30.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 2.3. Bolusamountdelivered = 2.3. (B)(6) 2023 18:01:46.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.625. Bolusamountdelivered = 3.625. (B)(6) 2023 20:48:50.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.85. Bolusamountdelivered = 1.85. Please see below for the daily total of all insulin delivered on the event date 27-dec-2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 12/27/2023 00:00:00.000. Dailytotalofallinsulindelivered = 43.675. Dailytotalofbasalinsulindelivered = 26.45. Dailytotalofbolusinsulindelivered = 17.225. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-dec-2023 in the pump history file. (B)(6) 2023 20:15:10.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 20:25:00.000 alarmalertnotification . Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 20:44:24.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 20:51:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. (B)(6) 2023 21:01:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. (B)(6) 2023 21:17:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. (B)(6) 2023 21:27:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. (B)(6) 2023 05:41:00.000 alarmalertnotification. Faultnumber = low battery alert (104). (B)(6) 2023 05:48:36.000 batteryremoved. (B)(6) 2023 05:48:36.000 alarmalertnotification. Faultnumber = battery removed (84). (B)(6) 2023 05:49:35.000 batteryinserted. (B)(6) 2023 05:49:54.000 alarmalertnotification. Faultnumber = failed batt test (58). (B)(6) 2023 05:50:04.000 batteryremoved. (B)(6) 2023 05:50:04.000 alarmalertnotification. Faultnumber = battery removed (84). (B)(6) 2023 05:50:14.000 batteryinserted. (B)(6) 2023 12:29:22.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 12:30:32.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. (B)(6) 2023 14:53:08.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 1:32:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No delivery (7) not confirmed. Low battery alert (104) unknown. Failed batt test (58) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.